Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization coil was detached inside the non-penumbra microcatheter and revealed that the sr wire was fractured. The probable cause of the reported damage was likely due to forceful retraction against resistance. If the ruby coil is forcefully retracted against resistance, damage such as sr wire fracture may occur, and the embolization coil may detach from the pusher assembly. During decontamination, the embolization coil was flushed out from the non-penumbra microcatheter without issue. Based on the returned condition, the root cause of the resistance was unable to be determined. Further evaluation of the device revealed offset coil winds on the embolization coil. This damage was likely a result of forceful advancement against resistance during the procedure. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a ruby coil and a non-penumbra microcatheter. During the procedure, while advancing a ruby coil through the microcatheter, the physician experienced resistance and subsequently, the ruby coil became stuck; therefore, the ruby coil was removed. The physician then made two additional attempts to re-advance the ruby coil through the microcatheter; however, the same issue occurred. Both times, the physician experienced resistance and subsequently, the ruby coil became stuck in the microcatheter. During the second attempt, the physician pulled the ruby coil so hard that the ruby coil unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached ruby coil was removed. The procedure was completed using additional ruby coils and a lantern delivery microcatheter (lantern). There was no report of an adverse effect to the patient.